Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided/unknown. A4: patient weight is not provided/unknown. D1: brand name is not provided/unknown. D4: catalog number and lot number are not provided/unknown. D10: dental implant, imp,tsv,4.7,11.5,mtx,mg, lot number 1247693. E1: initial reporter¿s title is not provided/unknown.

Event description:
It was reported that the implant at tooth site #30 was removed due a fractured healing abutment. Unable to support abutment & crown.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b3. Date of event b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie did not receive one (1) unknown zimmer abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown zimmer abutment] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was abutment subjected to occlusal loading. Therefore, based on the available information, a device malfunction was not verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.